Event description:
It was reported, while in the cath lab, the md inserted the iab using a sheath via the left femoral artery. At an undetermined time later, the patient was moved to the ccu. In the ccu, the clinician noted repeated helium loss alarms. Due to the patient's small stature, the volume on the iab was reduced to 30cc. The alarms continued & the perfusionist phoned the arrow support line. The console was swapped out to another acat, alarms continued. The iab was removed and a smaller iab was inserted. The console did not alarm after the iab was exchanged. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the iab was returned. The "tethered" valve was attached to the lock connector. The ap line was attached to the luer. The teflon sheath was on the catheter approx 11 cm from the proximal end of the bladder. There was a bend in the catheter approx 1 cm from the bifurcation. The guidewire & pump tubing were not returned. A vacuum was pulled on the iab & held. A different guidewire was fed thru the central lumen, with little resistance at the bend, but passed through the iab. The iab was submerged & pressurized in water. Bubbles exited the catheter at the bend. Viewed the catheter under 10 x magnification, & found what appeared to be a hole. It can not be determined how or when the catheter was compromised. A DHR re-review was conducted without findings. The root cause could not be determined.